Event description:
It was reported by the hospital that the stent (enf453712/(B)(4)) was stuck at the proximal hub of the prowler microcatheter (details unknown). The enterprise stent will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital that the stent (enf453712/(B)(4)) was stuck at the proximal hub of the prowler microcatheter (details unknown). The enterprise stent will be returned for analysis. (B)(4). A non-sterile prowler select plus micro-catheter was received in two sections inside of a plastic bag. The device was found separated/broken. In the separated/broken section an enterprise stent was found stuck in the micro-catheter. The micro-catheter was inspected under microscope and the edges of the separation section shows evidence that the received device was cut with unknown tool. The ID from the micro-catheter were measured and were found within specification. A guide wire .018¿¿ lab sample was introduced through the received device for the distal section and the guide wire can pass without any problems until the cut section. After that the guide wire .018¿¿ lab sample was introduced through the received device for the proximal section and the guide wire can pass without any problems until the cut section. The DHR cannot be performed due to the lot number was not provided. The events reported as ¿catheter - obstructed¿ was not confirmed. The damages found on the device could not be conclusively determinate; however, these damages could not be related to the manufacturing process and procedural factors appear to have contributed to this failure; additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 reports associated with complaint (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: stent (enf453712/(B)(4)).